Event description:
Customer had been getting high blood glucose results. He checked blood glucose at 7:40 and the result was "hi". The customer took 15 units of novolin r and 30 minutes later retested with a result of "hi". The customer took an additional 10 units of novolin r. After another 30 minutes he felt low blood symptoms. He tested again and received a result of 94mg/dl. He felt that was too high, so he drank some sugar water. Controls were in use but unable to tell if values are in range. A request was made for the return of the suspect device and replacement product was sent.